Event description:
One step CPR complete audit electrode- procedure: defibrillation test: when connected, error message "poor pac contact" this would not allow defibrillation testing to be done. Removed from machine and another pad was successful with check. Not used on a patient.